Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿cementless total hip arthroplasty for severely dislocated hips previously treated with schanz osteotomy of the proximal femur¿ by yunus emre akman, et al, published by orthopaedic and trauma surgery (2018), vol. 138, pp. 427-434, was reviewed. The purpose of this article was to review the short-term outcomes of total hip arthroplasty in patients previously treated with schanz osteotomy. The authors provide information for 18 patients. This complaint will capture the four patients implanted with unspecified johnson and johnson thas. Pc-000603252 captures case 1. Case 2-case 4 is captured in the attached guidance document and linked to pc-000603252. (B)(6) female patient implanted with an unspecified johnson and johnson left tha including a stem, cup, and ceramic head and liner. Revised unspecified components 20 months after index surgery due to infection. There was no reported product problem with the explanted components.